Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si nephrectomy procedure, the fenestrated bipolar forceps instrument was not moving. The user facility identified a broken wire on the instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was broken pitch cable at the instrument's wrist. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.